Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a small capsule tear noted upon insertion. Another lens of different model was implanted successfully and the prognosis was reported as "good".